Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Section h10 update : upon investigation of the actual device used in this incident it was determined station operating system stopped responding due to enabled bluetooth drivers. A technical support specialist disabled the bluetooth and wifi drivers to resolve. The system functioned as intended.

Manufacturer narrative:
Investigation is still pending and that there will be a supplemental MDR.

Event description:
It was reported by the customer that a pyxis medstation es system shut down during a case. The customer stated that the ongoing procedure was catheterization and added that the staff had to get medications from another station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system shut down during a case. The customer stated that the ongoing procedure was catheterization and added that the staff had to get medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a1, d4, e3. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 24-aug-2021 to 24- aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the windows 10 station crashes because of bluetooth drivers. A technical support specialist found the underlining issue was a driver issue, so he applied steps in knowledge article and restarted the station with bluetooth and wi-fi enabled to complete driver installation to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.